Event description:
The distributor reported that when the tubing pack was removed from the carton, they observed a hole in the tubing tray lid. The damaged tubing pack was returned not used to the manufacturer.

Manufacturer narrative:
An investigation is currently in progress. A supplemental report will be submitted at the conclusion of this investigation. All pertinent info available has been submitted.